Event description:
The customer reported that on (B)(6) 2012 lower than expected modular total protein (tpm) results and/or higher than expected modular albumin (albm) were generated from a unicel dxc 800 synchron system for fourteen patients. The erroneous initial tpm and albm results were reported out of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of thirteen patients. Although fourteen patients' results were provided, one patient's results were not regarded as erroneous. Upon repeat, the tpm results were lower and the albm results were higher. The repeat results were regarded as valid. The customer provided additional analyte results for these patients however initial and repeat results met analyte precision claims, and/or there was no indication by the customer that other analyte results were in question. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that tpm and albm modules were failing calibration for back to back errors, range and span at the onset of the event. Both analytes' quality control (qc) results recovered within established specifications during the timeframe of this event. No sample collection/handling information, or additional analyte/system performance data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 to address this issue. The field service engineer (fse) found the modular chemistry probe was not washing correctly. The probe syringe and collar wash vacuum valve were replaced. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of this is the modular chemistry probe.